Event description:
During a popliteal percutaneous angioplasty with brachytherapy, a piece of the glide catheter broke off in the patient's left femoral artery. A guide wire was in the left femoral artery and a 65cm glide catheter was inserted over the wire. When the physician tried to remove the glide catheter over the wire the glide catheter hung up and became difficult to remove. The glide catheter broke off inside the patient. The surgeon had to perform a cutdown to obtain the foreign body and proceeded with original procedure.